Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration of the device'), device breakage ('complication during surgery: breakage') and genital haemorrhage ('bleeding- general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("an infection"), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a laparoscopic removal of the devices and underwent laparoscopic removal of the devices). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, infection, dyspareunia and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test conducted(unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),'), fallopian tube perforation ('perforation'), device dislocation ('migration of the device/migration of essure device ¿ between bladder/uterus'), device breakage ('complication during surgery: breakage') and genital haemorrhage ('bleeding- general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("malposition of essure device-uterus/failure to occlude (close) fallopian tube"), infection ("an infection"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent a laparoscopic removal of the devices and underwent laparoscopic removal of the devices). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, device expulsion, infection, dyspareunia, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test conclusion: unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. Breakage of essure device. Perforation (uterus). Malposition of essure device. Migration of essure device. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dyspareunia and pelvic pain. Most recent follow-up information incorporated above includes: on 11-nov-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), migration of essure device ¿ between bladder/uterus/failure to occlude (close) fallopian tube, perforation (fallopian tube), perforation (uterus), lower abdomen pain were added. Lot number, expiration date and reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),'), fallopian tube perforation ('perforation'), device expulsion ('malposition of essure device-uterus/failure to occlude (close) fallopian tube'), device dislocation ('migration of the device/migration of essure device ¿ between bladder/uterus'), device breakage ('complication during surgery: breakage') and genital haemorrhage ('bleeding- general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("an infection"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent a laparoscopic removal of the devices and underwent laparoscopic removal of the devices). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device dislocation, device breakage, genital haemorrhage, infection, dyspareunia, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test conclusion: unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. Breakage of essure device. Perforation (uterus). Malposition of essure device. Migration of essure device. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dyspareunia and pelvic pain. Lot number: 663252, manufacture date: 2009-07, expiration date: 2012-07, this expiration date is the correct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration of the device'), device breakage ('complication during surgery: breakage') and genital haemorrhage ('bleeding- general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("an infection"), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a laparoscopic removal of the devices). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, infection, dyspareunia and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test conducted(unspecified): result: unknown.. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event bleeding- general abnormal bleeding and breakage was added. Lab data and reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), infection ("an infection"), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a laparoscopic removal of the devices) and surgery (underwent a laparoscopic removal of the devices). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, infection, dyspareunia and menstrual disorder outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, infection and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.